Event description:
New information received on 11/9/2018 indicated that the right atrial lead exhibited high capture threshold. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the right atrial lead exhibited capture anomaly. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. No further information was available.